Event description:
It was reported that prior to surgery it was discovered that the motor device had a "hole in the hose" and "would not rotate properly." The reporter stated that there was "no instance of this coming into contact with a patient." There was a spare identical device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. An assessment was performed which found a hole in the hose which most likely caused low rpm. The assignable root cause was determined to be misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.